Manufacturer narrative:
The evoke cap12 percutaneous lead was discarded. The root cause of the reported event is unable to be definitively determined. No components of the evoke scs system were implanted at the time of the event. There were no reported device deficiencies. The evoke scs system is not expected to have caused or contributed to the reported event. The evoke scs system surgical guide details contraindications in which the evoke scs system should not be used on patients, including ¿patients who are unsuitable surgical candidates.

Event description:
During preparation for an evoke spinal cord stimulation (scs) system permanent implant procedure, the patient experienced an abnormal cardiac rhythm. Anesthesia had been administered but no incisions or punctures had been initiated. The permanent implant procedure was postponed, pending a patient cardiology assessment. The patient was discharged with stable vitals.